Event description:
Event description: paralax observed after 1, then additional push needed to reposition the valve. Valve correctly deployed but aortic dissection was observed. Patient stable but we need to see the follow up. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: paralax observed after full knob one. Valve was pushed ventricular to obtain correct position. What is the next course of action?: wait patient evolution. Patient present at time of event?: yes. Patient complications: dissection. In the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes. Please describe the way in which the device or procedure caused or contributed to the patient complication?: paralax observed after 1, then additional push needed to reposition the valve. Valve correctly deployed but aortic dissection was observed. Patient stable but we need to see the follow up. Medical or surgical interventions: no. Patient admitted to hospital beyond the standard of care: no. Patient outcome: fully recovered. Additional information: question: was issue present upon opening package? Answer: no. Question: photo or video of issue? Answer: no. Question: please specify the device malfunction - when did it occur, how was it observed, how was the issue resolved, how was the procedure completed, did any patient harm occur (if yes, are any patient status updates available)? Answer: valve correctly implanted but dissection observed in angio control. Question: what were possible contributing factors (comorbidities, anatomy characteristics, etc)? Answer: age. Patient complications questions: question: are any patient status updates available? Answer: no. Question: is any device return shipping tracking information available? Answer: no. Question: leak post procedure? If yes, type of leak and severity: answer: no. Question: was post-dilatation performed? If yes, balloon size: answer: no. Question: was pre-dilatation performed? If yes, balloon size: answer: yes, 22. Question: what type and size of guidewire was used? Answer: safari2 xs. Question: what interventions were performed? (Surgery, CPR, blood transfusion etc) answer: none. Question: timeline leading up to the event - complete sequence of events: answer: not provided. Question: what symptoms did the patient experience? Answer: none. Question: what part of the anatomy was involved? Answer: ascending aorta. Question: was there any resistance felt when inserting or removing the introducer sheath? Answer: no. Question: how was the dissection diagnosed/confirmed? Answer: angio. Question: what devices were in the patient at the time of dissection? Answer: delivery, valve, introducer and safari2. Question: what device(s) does the physician believe caused/contributed to the dissection? Answer: safari2 or delivery system. Media questions: question: was any imaging performed (angio, cine, CT, 3mensio)? If yes, please note what type of anonymized media is available and where it is located: answer: no media available. Additional information received 29may2024: question: lot number/upn for the safari2 guidewire? Answer: not available. Question: is this a new or experienced user? Answer: experienced. Question: listing and model of other devices used during the procedure, include the model, brand name, sizes, etc. Answer: acurate neo2 valve size medium. Acurate neo2 transfemoral delivery system. 14f isleeve introducer sheath. Question: the information received indicates the patient complication was confirmed via angio. Is there media available and has it been reviewed to confirm the exact cause of the dissection? Answer: no procedural media available from the healthcare facility. Question: patients condition following the procedure. Answer: the dissection progressed to the iliac bifurcation and the patient expired one day post index procedure. Question: did the end user monitor the wire position throughout the procedure for proper placement of the curve and distal tip? Answer: unknown question: was the curve of the safari2 guidewire constrained within a catheter during insertion into and withdrawal from the body or treatment site? Answer: unknown. Question: did the end user advance the safari2 guidewire through the catheter under fluoroscopic guidance? Answer: unknown. Question: was the wire position maintained while tracking or advancing a catheter or device over the wire? Answer: unknown. Question: was there damage noted to the safari2 guidewire upon completion of the procedure? Answer: no damage. Question: could you please verify if product is still available for analysis and if yes, what is the projected date of the device return? Answer: product was discarded by healthcare facility . Question: if product is not available to be returned, is there an image available? Answer: no images available . Question: did the device (safari2) contribute or cause the event? Answer: it is not possible to determine if the safari2 or the neo2 delivery system caused the dissection. Question: did the procedure contribute or cause the event? Answer: yes. Question: prior to patient death, were any interventions provided in response to the dissection? Answer: no.

Manufacturer narrative:
Product was discarded by the healthcare facility; therefore, no physical or visual analysis could be completed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use (dfu) warnings section: · monitor wire position throughout the procedure for proper placement of the curve and distal tip. · when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. · the wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. · the curve of the safari2 guidewire should be constrained with in a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the device instructions for use: 1. Ensure a catheter is appropriately placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2 guidewire, from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2 guidewire, advance the j-straightener over the distal section of the safari2 wire to straighten the curve. 4. Insert the safari2 guidewire into the hub of the catheter with the aid of the j- straightener. 5. Carefully advance the distal tip of the safari2 guidewire into the lumen of the catheter. 6. Remove the safari2 guidewire j- straightener by withdrawing it over the length of the safari2 guidewire. 7. Advanced the safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B. The safari2 guidewire is pulled back completely into the catheter. C. The safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors have contributed to the event as reported. Aorta complications, vessel dissection and death are known potential adverse events and are listed in the safari2 device instructions for use (IFU). If there is any further relevant information received, a follow up medwatch report will be submitted.

Manufacturer narrative:
Correction to a previously submitted MDR to correct the brand name in section d1 and remove the model number in section d4.